Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. Additional clinical info was requested. No additional info was received. The device was received for eval. The complaint was confirmed by the investigation. It was determined that the damage to the tip was addressed in the failure modes and effects analysis (fmea) in the epod design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the prongs are broken off of the tip of the vu epod inserter. There was no report of an adverse outcome for the pt.